Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-266359. It was reported during the patient's trial implant procedure on (B)(6) 2015, the patient experienced pain while the leads were inserted and pain in his side, left ankle and foot when stimulation was turned on. The physician decided to remove the needles and leads and discontinue the trial.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00010.